Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in 2009, while in the operating room, the intra aortic balloon (iab) was prepped as follows. Air was removed from the iab with a 50cc syringe while in the tray; the iab was removed from the tray with minimal handling. It was noted immediately upon removal from tray that the balloon was loose. The iab could not be inserted through the sheath. The surgeon decided not to place another iab.